Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent patient effects and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was achieved with two proglide devices, using the preclose technique, with a 6fr sheath prior to transcatheter aortic valve replacement procedure. Reportedly, the sheath was upsized to 14fr, the procedure was competed and the proglide sutures closed the arteriotomy. After an hour, it was noted that there was no pulse in the right leg. Imaging noted an occlusion of unknown origin. Via left common femoral artery access, the rcfa was treated with a 5.0 x 20 and 6.0 x 20 balloon. The vessel seemed distorted so a self-expanding stent was placed to provide a good open vessel. After stent placement, the rcfa arteriotomy site began to bleed. It was realized the stent had broken open the proglide sutures which seemed to have caught the posterior wall of the artery. Finally, a viabahn covered stent was placed to again achieve hemostasis in the rcfa. The patient was sedated during treatment of the artery and for closure. No prolonged hospitalization was noted as this was a valve replacement procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.